Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "occlusion test error" was not reproduced. The device was sent for downstream and upstream occlusion testing and the device passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had occlusion test error occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h2, h6 and h11: a review of the event history log (ehl) revealed occurrences of multiple events of "downstream occlusion!" And "upstream occlusion!" Alarms. Should additional relevant information become available, a supplemental report will be submitted.